Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer auxiliary 7 pocket c1 failed. A field service engineer (fse) assisted customer via phone and remote service in located and removed a medication jam that was preventing the pocket from opening and resolved the issue. The system functioned as intended after the field service engineer inspected the device.